Manufacturer narrative:
The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number unknown. At 1:13 pm., the meter result was 8.0 inr. At 1:13 p.m., the meter result was 7.0 inr. At 4:36 p.m., the meter result was 4.7 inr. Clarification on if the result was obtained from the same meter or a different meter was requested but not provided. The patient's warfarin dose was adjusted based on the 4.7 inr result. The patient¿s therapeutic range was not provided.